Event description:
Temporary pacer box turned off by itself. Two attempts were made to restart the pacer box, but each time it turned off by itself. A different box was obtained and hooked up to the same leads without incident. The pt's underlying rhythm was asystole.